Event description:
It was reported that upon review of egms, multiple inappropriate ams episodes due to noise were observed. Noise was not reproducible with manipulation. Programming changes were made and the patient will be monitored remotely. Patient condition was good.